Event description:
It was reported by a company representative that he received settings information for a patient's generator which indicated potentially faulted systems diagnostics settings. Additional relevant information has not been received to-date.